Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately delivered three bursts of anti-tachycardia pacing (atp) therapy and two shocks due to oversensing of atrial fibrillation (af). Troubleshooting was discussed. This system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.